Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s reported bg being blood glucose was high on the cgm graph, as well as, moderate ketones, a manual injection was conducted to address the high bg. Reportedly, the customer was also using fiasp insulin. Tandem technical support provided off-label insulin labeling to the customer. Customer cleared the alarm and resumed insulin therapy.

Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.